Event description:
It was reported that the system was extracted because this right ventricular (rv) lead was thought to be fractured. No adverse pt (patient) effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).